Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve separation occurred. During the procedure, the integrity of the hemostatic valve became compromised and there was back bleeding. No information about the troubleshooting was provided. There were no patient consequence or extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue reported was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that the issue was assessed as a hemostatic valve separation. The biosense webster, inc. Observed on (B)(6) 2020 that the device was returned in the condition reported as the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. The hemostatic static valve issue remains assessed as a reportable issue. Device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve separation occurred. During the procedure, the integrity of the hemostatic valve became compromised and there was back bleeding. No information about the troubleshooting was provided. There were no patient consequence or extended hospitalization. The device was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remain intact. Due to this condition, the vizigo sheath is occluded and unable to be advanced through the end of the sheath. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside of the hub could be related with the excessive force and handling of the device during the procedure. However, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).